Manufacturer narrative:
The insulin pump had a detached end cap, minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. No alarm for a compromised force sensor system could be verified due to a detached end cap.

Event description:
Customer reported that his insulin pump is stuck in the rewind loop. It is stuck on the fill tubing stage. Insulin is squirting out during the manual prime process. Customer's blood glucose was 368 mg/dl. He treated with the device. Insulin continues to drip after the motor stops during the manual prime process. The device is alarming. Customer cannot exit the preparing to prime loop. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. His last blood glucose was 79 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).